Event description:
As reported by an affiliate, during a pta procedure, contra lateral approach was made from the right femoral approach with a 6f parent sheathless guiding catheter, but there was extreme difficulty crossing the iliac bifurcation due to its high tortuosity. Three 3 guidewires were used in the attempt to cross the lesion; a smj cto wire was able to cross the lesion. The lesion was pre-dilated with a 3mm balloon catheter (jackal and shiden were used for the procedure, but it was not reported which one was used for pre-dilation) and inflated at an unknown atm with an everest device. The guidewire was exchanged for a cook's stiff guidewire. A 6 x 120mm zilver pt stent was implanted from the distal portion of the target lesion. The lesion was described as de novo, heavily calcified, highly tortuous and having 100% stenosis (cto). Then, a 7 x 100mm smart control was delivered, however, strong resistance/friction was felt at the iliac artery. The distal portion of the sds came out from the distal end of the 6f parent sheathless guiding catheter (parent 6f). The distal portion (5mm) of the stent was prematurely deployed. It was noted that the locking pin were in place when the stent was prematurely released. At this point, the physician stopped using the smart control without stent placement, it is unknown how the device was removed. A different smart control device (lot number unknown) was used instead. Although resistance/friction was felt as the second smart control device (lot number unknown) advanced through the iliac artery, the stent was deployed and implanted without any issues. The procedure was finished successfully with no indication of unusual forced used. There was no patient's injury reported, and product will not be returned for analysis. Per the physician, the strong resistance at the iliac artery might have caused premature stent deployment. There were no other cordis products used during the procedure.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported by an affiliate, during a pta procedure, contra lateral approach was made from the right femoral approach with a 6f parent sheathless guiding catheter. Extreme difficulty was encountered crossing the iliac bifurcation due to its high tortuousity. Three guidewires were used in the attempt to cross the lesion which was then pre-dilated followed by deployment of a zilver pt stent at the distal portion of the target lesion. The lesion was described as de novo, heavily calcified, highly tortuous and having a 100% stenosis (cto). A smart control was then advanced; however, strong resistance/friction was felt at the iliac artery. It was noted that the distal portion (5mm) of the stent was prematurely deployed. The locking pin was in place when the stent was prematurely released. The smart control was removed without stent placement and a different smart control was deployed without difficulty although resistance/friction was also felt as the second smart control was advanced through the iliac artery. The procedure was finished successfully, there was no patient injury reported. Per the physician, the strong resistance at the iliac artery might have caused the premature stent deployment. (B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15634442 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, 'if resistance is met during delivery introduction, the system should be withdrawn and another system should be used.' With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.